Event description:
It was reported by the pt that she is experiencing "pain on her left hip and is having trouble walking". She had an implant on her left hip in 2007 and due to the recall, the implant was explanted in 2008. In the following month, she had surgery again for a new hip implant".

Manufacturer narrative:
No add'l info has been provided at this time, but info has been requested.